Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, suspected possible electromagnetic interference. It was also noted that high number of the sensing integrity counter (sic) episodes were observed on the right ventricular (rv) lead. Ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.